Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unknown. The device could not be repaired and therefore was not returned to the user facility.

Event description:
It was reported that during a lumbar spinal procedure, a bur broke while in use with the drill attachment. Backup equipment was used to complete the procedure, w/o causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged w/this event.